Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision of mrs distal femur prosthesis. Broken anti rotation tabs of mrs extension piece.

Manufacturer narrative:
An event regarding crack/fracture involving a gmrs extension price 70mm was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. -medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. The broken anti rotation tabs of the mrs extension piece may likely have been from misuse during assembly of the pieces. Further information such as returned devices and medical documents are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Revision of mrs distal femur prosthesis. Broken anti rotation tabs of mrs extension piece.